Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-11999. It was reported the patient underwent two separate surgical procedures but the exact dates are unknown. As a result, two ipgs were explanted, wherein the reason is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. There is no alleged stated deficiency or malfunction of the device. No devices were returned for analysis and attempts to obtain addition event details have been unsuccessful. All event information pertaining to this incident has been reviewed and no further product/event investigation is required at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected date: the explanted date was updated but is estimated as it is unknown which device was explanted in which month.

Event description:
Additional information received indicate the patient ipg was unable to hold a charge. As a result, the ipg was replaced with a competitors device.